Event description:
During a clinic follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the reported lead was returned for evaluation in one piece. Visual, mechanical, and electrical testing was performed and revealed no anomalies. The measured helix length was tested and was within specification.